Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device memory was received, analyzed, and no anomalies were found. The right ventricular (rv) pacing impedance was within range at 304-494 ohms and was holding steady since (B)(6) 2016. Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after experiencing periods of syncope due to unstable thresholds and loss of capture of the right ventricular (rv) lead. The lead was reprogrammed. The patient returned to the clinic for a follow-up check and the lead again exhibited intermittent loss of capture with long pauses. Review of clinical data indicated that lead impedance had been increasing slightly. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.